Event description:
The customer reported that both monitors intermittently went blank. This could cause the system to become unusable due to the loss of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.